Manufacturer narrative:
Due to character limit in block e1 initial reporter full name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed a consistent overheating alarm. No patient was involved.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h6(type of investigation,investigation findings,investigation conclusions),h11. A getinge field service engineer (fse) evaluated the unit, but was unable to duplicate the reported malfunction. The fse was unable to associate any logs. The unit was ran at 130bpm for one hour. Functional testing and safety checks were performed to factory specifications.

Event description:
N/a